Manufacturer narrative:
Date of event: the end of february.

Event description:
It was reported that guidewire detachment occurred. The target lesion was located in the hepatic artery. A 035/145 amplatz super stiff guidewire was used to cross the lesion. However, after 2-3 minutes of maneuvering the wire, it was lodged in the catheter and the spring tip uncoiled. The outer coil 'let go' and was difficult to pull back. When the device was removed and inspected, it was noted that the inside of the wire was dislodged. No known patient complications were reported.